Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. The anterior cuff remaining in the foot pocket indicates an anterior cuff miss likely occurred, causing the cuff to remain in the foot pocket. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that mild calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lfca) using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. The arteriotomy was a 6f and the access site was minimally calcified. Reportedly, after needle deployment at the 10 o'clock position no suture was attached indicating an anterior cuff miss. A second proglide was used with the same results. A third proglide was used rotating to the 11 o'clock position and the suture was deployed successfully. The next proglide was inserted and after needle deployment at the 2 o'clock position no suture was attached indicating a posterior cuff miss. An additional proglide was used with the same results. Another proglide was used rotating to the 1 o'clock position and the suture was deployed successfully. The sheath was upsized to an 18f and the pevar procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is trained in the use of the proglide device and undergoing certification for the preclose technique, large hole closure. No additional information was provided.